Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08680 inches. No over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported extreme hypoglycemia. The customer's blood glucose at the time of the incident was unknown. The customer reported the insulin pump did not suspend automatically (over delivery), resulting in extreme hypoglycemia, leading him to become unconscious on the floor. The customer did not report how the hypoglycemia was treated. The insulin pump is expected to be returned for analysis.